Manufacturer narrative:
(B)(4) - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The 90% stenosed lesion being treated was located in the severely tortuous and calcified mid right coronary artery (rca). The 2.00x15mm apex balloon ruptured at 8 atms. The device was removed intact. The procedure was completed with different device. No patient complications were reported and patient status is good.